Manufacturer narrative:
The investigation determined that reagent issues were excluded. The field service representative found crystallization at the end of the reagent pack and the rinse unit nozzles were significantly damaged. He replaced several bent nozzles and clips. He performed a probe and mechanical check with results within specification. He confirmed the module was running back in specification. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 1 patient sample on a cobas 8000 c 702 module. The initial result was 4.41 mmo/l. The repeated results were 2.23 mmol/l and 2.32 mmol/l. The reagent lot number and expiration date were requested, but not provided. The results were not reported outside of the laboratory.